Event description:
Caller reportedly received results of 180 mg/dl on the sensor system and 89 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not have product information for the aviva system.

Event description:
It was reported that the 9900 system screen keeps flashing during a case. No patient injury was reported.